Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that a bent footswitch disturbed live images during exposure and fluoroscopy.